Manufacturer narrative:
Qn#(B)(4). The customer returned one opened ra device and lidstock for evaluation. Visual inspection revealed the spring wire guide had separated at the distal weld and started to unravel. There were no other defects or anomalies on the rest of the device. The catheter, needle, and remaining guide wire were undamaged. There were no signs of use on the device. The distal weld had separated adjacent to the distal tip of the guide wire. The outer diameter of the guide wire measured .387mm which is within specification of .381-.404mm per product drawing. The spring wire guide was able to move freely in and out of the device. Manufacturing was contacted to better understand if this defect could be related to the manufacturing process. They responded that the defect had never been seen on the production floor. The process is automatic and an inspection of 100% is performed after the welded process, this inspection is under magnification. Also the assembly process was reviewed and the comments from the team were that the defect mentioned was never seen, during the assembly process, the wire is inserted on the tubing and glued the tip adapter, also during the assembly process 100% inspection is performed that consist on slide the wire through the extrusion to confirm any obstruction and also any visual defect. Visual inspection of the final kit drawing was also inspected. This showed that the part of the guide wire that was damaged, would have been protected inside the device. This makes shipping and storage an unlikely cause of the defect. A device history review was completed with no relevant findings. The damage to the spring wire guide was confirmed through this investigation. The guide wire was broke adjacent to the distal weld. A device history review was completed with no relevant findings and the guide wire passed all relevant dimensional and functional testing. Based on comments from the manufacturing groups, along with reviewing how the device is packaged, it could not be determined where the defect occurred. Therefore, the root cause of this investigation is deemed undetermined. Teleflex will continue to monitor and trend for complaints if this nature.

Event description:
The customer reports: before use, the customer found the end of wire separated in two.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: before use, the customer found the end of wire separated in two.